Manufacturer narrative:
Product complaint # ==> (B)(4). Additional pro-codes: mni, kwp, kwq, nkb. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Libertas: it was reported on (B)(6) 2019, the 6.0mm titanium soft rod 500mm was broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).